Event description:
Hospital personnel responded to a pt described as in cardiac arrest. According to the reporter, when the device was connected to the pt and powered up, a straight line was observed on the monitor screen on all leads. A backup defibrillator/monitor was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator/monitor.